Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a progressively unresponsive touchscreen, specifically the lower half of the display, which impaired unlocking and meal announcements and required multiple swipes to register. Symptoms included device use difficulty without reported adverse physiological effects. Outcomes included the need for device replacement to restore normal function. Investigation included customer troubleshooting review and logistics for replacement and return of the affected device. Investigation of this device revealed a touchscreen responsiveness malfunction localized to the lower display area consistent with a hardware screen defect. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly.